Event description:
Patient developed a paracentral corneal ulcer of left eye. Past ocular history includes wearing a soft contact lens in this eye for near vision -monovision- and used renu disinfection daily before developing the ulcer.